Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance meausurements of greater than 2000 ohms. An x-ray was taken which did not yield any significant findings. A procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.